Event description:
It was reported that the lead had migrated and a revision would be done on 2014 (B)(6). It was later reported that a patient was told that her ¿electrode¿ had moved ¿with an x-ray.¿ it was noted that the patient had a bump close to the area where the electrode may be and one of her doctors wanted to know if a diagnostic ultrasound was safe to do over the top of the electrode area. It was noted that the patient¿s doctor was talking about doing a ¿complete revision¿ but it was not scheduled yet.¿ it was reported that the patient had another ultrasound coming up on 2014 (B)(6) to check the internal anal sphincter muscle. Additional information received reported that the patient was scheduled for a revision on the next day. Additional information received reported that the patient underwent a lead revision and battery change out on the day of the report. The lead was revised as the patient had significant weight loss and they believed that is why the lead had moved a bit. It was reported that the battery was replaced as well due to normal battery depletion. The patient had very high usage settings and the battery did depleted accordingly. It was noted that the nurse confirmed battery depletion was considered normal for usage. It was unknown if the devices would be returned but they thought since there was no allegation against either they did not believe they would be returned. A follow-up report will be sent if additional information becomes available. This information was previously reported in manufacturer report # 3004209178-2014-00265.

Manufacturer narrative:
Product ID 3093-28, lot# v998456, implanted: 2012 (B)(6)' product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).